Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins battery went into over discharge. The patient said the ins battery has been dead for 4-5 years. There were no known environmental factors involved. The patient's device was trickle charged, but they were unable to clear the power on reset (por) at this time. No further complications were reported. No patient symptoms were reported. Additional information was received from the manufacturing representative (rep). It was reported that patient let ins go dead due to personal problems. The over discharge has not been resolved at this point. No further patient symptoms or complications were reported in this event.